Event description:
It was reported, during a preoperative check the customer observed that the distal drilling of the target device went astray.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report. Add'l lots kp250873, kp272765, kp266780, khi070422, kp268546, kp271376.